Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was alarming lost sensor three times. Customer was advised to remove the sensor and noted the electrode was not there. Customer stated he thinks it might have been retracted into the needle hub. Customer was advised to go to emergency room to if the sensor was not left in his body. Customer's blood glucose was 300 mg/dl. No further information reported.